Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported the touchscreen is intermittently not responding. The customer performed multiple touchscreen calibrations, but the unit drifts out of calibration over time. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The ventilator was eventually switched and replaced with a different unit. There was patient involvement, but no one was harmed. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.